Manufacturer narrative:
A steris service technician arrived onsite following the reported event. While inspecting the unit, the technician found the sv4 (injection valve) and sv5 (reservoir valve) required replacement, resulting in the instrument packs to not fully dry. To resolve the issue, the technician replaced the sv4 and sv5 valves, ran a test cycle, found the unit to be operating according to specifications and returned it to service. The technician confirmed the employee was not wearing proper ppe, specifically chemical-resistant gloves, during the time of the reported event. The v-pro max sterilizer operator manual states (p. 1-2), "any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. Refer to the vaprox hc sterilant safety data sheet (sds) for appropriate personal protective equipment (ppe; refer to section 2, terms, definitions and symbols), spill containment and cleanup". The v-pro max sterilizer operator manual also states (p. 6-14), "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit". On (B)(6) 2018, a steris account manager provided a full in-service training on the proper use and operation of the v-pro max sterilizer, specifically wearing appropriate ppe.

Event description:
The user facility reported that an employee received a burn on their hand while unloading instruments from their v-pro max sterilizer. No medical treatment was sought. The employee rinsed off their hand with water and returned to work. All instruments present in the cycle were reprocessed before use.